Event description:
It was reported that the device was overheating during testing by a field service technician. Upon evaluation, it was observed that the device would operate automatically without user activation.